Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial #: (B)(4). Description: infinion 70 cm lead kit it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients leads had eroded wherein the tip had breached the skin at the back of the head. Skin breakage was noted. The leads were repositioned in previous revision procedure (MFR report #: 3006630150-2017-04404).